Event description:
A discordant, falsely elevated hemoglobin a1c (hb1c) result was reported to the physician(s) for one diluted patient sample tested on a dimension exl 200 instrument. The operator had multipled the result by the dilution factor of three. The physician(s) questioned the result. The sample was sent to a reference laboratory for testing and a lower result than the one reported was obtained. The result obtained at the reference laboratory was similar to the result obtained on the dimension exl 200 instrument prior to it being multiplied by the dilution factor. The corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant hb1c result.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer informed the ccc specialist that the result obtained in the dimension exl 200 instrument had been multiplied by the dilution factor of three prior to reporting the result. The ccc specialist informed the customer that samples should be dilution according to the instructions for use (IFU) for the method. The IFU instructions are for a 1:2 dilution and the IFU states that the hb1c result is a calculation based on the ratio between hemoglobin a1c and total hemoglobin and therefore the result should not be multiplied by the dilution factor. The cause of a discordant, falsely elevated hb1c result being reported to the physician(s) was a user error. This instrument is performing according to specifications. No further evaluation of the device is required.